Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 4420d were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The electrodes passed up/down testing, readiness testing, 30j self test, electrical testing, and 10khz impedance testing without duplicating the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.